Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests without duplicating tje customer's report. The device was replaced and scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.